Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous distal circumflex (cx) artery. The 1.2x06mm tenku balloon dilatation catheter (bdc) was unpackaged without issue. There was reportedly no resistance during removal of the stylet and protective sheath. The tenku bdc was soaked and prepped prior to use without any issue or leak noted. The tenku bdc was successfully advanced to the target lesion; however, during the second inflation the balloon ruptured at 5 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.